Event description:
Note: the event date is unknown. Note: this report pertains to the first of two events that occurred during the same procedure. Refer to manufacturer report #3005099803-2008-2030 for a description of the second event. It was reported to boston scientific corporation in 2008 that a gold probe was used during a colonoscopy procedure (patient age, gender and weight unknown). According to the complainant, during the procedure, there was no electrical charge to the probe. The physician attempted to continue the procedure with a second gold probe device.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.

Manufacturer narrative:
(B)(4).